Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information from this patient that approximately three years post implant of this bioprosthetic aortic valve, this valve was replaced with a competitor's valve. No failure mechanism or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.